Event description:
A physician attempted an arteriotomy closure using the starclose device. The thumb advancer could not be pushed to its final position before clip deployment. The physician pressed the safety release button and the vessel locator wings did not retract. The device was removed from the pt with the vessel locater wings deployed. It was observed that the clip was bent and plastic from the inner sheath was in a lump towards the tip of the device. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportablility. Subsequently, we have determined that this event is reportable as an adverse event.